Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a crack in the insulin pump¿s case. The crack can be seen on the reservoir compartment. The retainer ring was broken. The insulin pump was not bumped or dropped. The customer did not know how the damage occurred. The customer¿s blood glucose level was 11.2 mmol/l. The device will not be returned for analysis.

Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, end cap address label fading, cracked reservoir tube lip and minor scratched lcd window.